Event description:
It was reported that while stimulation was turned on the pt was having nausea and vomiting in the mornings. This occurred following an implant. The pt had a fall 2 - 3 weeks ago but this did not correlate with symptoms. It was recommended to have an x-ray of the ins and lead area. Greater than 4000 ohms were reported unipolar pairs. It was reported that reprogramming may need to occur and the possibility of an open circuit. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).